Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was organic silicon that might possibly got into the nozzle from the cylinder or connector. It was confirmed that the reprocessing was conducted in accordance with instructions for use (IFU) and foreign material residue point was not deformed. However, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.